Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored thru previously investigated coos interrupt motor stall dir (B)(4).

Event description:
Error codes 120.4610 & 800.8000. (B)(4).